Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 24601-b007t lot number 25025433 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 21feb2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite texium pump infusion set was leaking. The following information was received by the initial reporter with the following verbatim. It was reported by customer that the a microtear was discovered in the part of the chemo tubing that is closed inside the IV channel and there were several drops of chemo directly on the floor below the pump and chemo leaked inside the channel as well.